Manufacturer narrative:
Medwatch field concomitant medical products was updated.

Manufacturer narrative:
Occupation - the occupation is lay user/patient. The reporter's test strips were returned for investigation. The returned customer test strips were measured with a retention meter with liquid qc of a high level. Testing results: qc 1: 3.8 inr, qc 2: 3.9 inr, qc 3: 3.9 inr. Results: the obtained qc values were in the allowed range of the used combination strip lot - qc lot. (3.0 - 4.6 inr). All measurements were without error messages. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 330461) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). The initial result from the meter was 4.4 inr with a fingerstick. The repeat result within 1 minute was 2.1 inr with a different fingerstick. There was no allegation of an adverse event. The customer's therapeutic range was 2.5 - 3.5 inr. The qc had not been performed on the meter. After the event, the qc was acceptable. The specific date the qc was performed was not provided.